Event description:
Complaint source reported a shoulder revision surgery performed on (B)(6) 2026. Patient suffered a dislocation. Instability was indicated. Previous surgery performed on (B)(6) 2025. Patient: male, 65 years old. The following complaints were explanted: smr reverse hp liner short (product code: 1365.09.010, lot: 2304712 - ster: (B)(4), smr cementless finned stem (product code: 1304.15.180, lot: 2204389 - ster: (B)(4) smr reverse finned humer. Body (product code:1352.15.050, lot:2307216 - ster: (B)(4), smr connector small r (product code: 1374.15.305, lot: 2308335 - ster: (B)(4), smr reverse hp glenosph. 40 mm (product code: 1374.50.400, lot: 2411197 - ster: (B)(4), cortic.bone screw d.5 l.28 mm (product code: 8432.15.028, lot: 2315144 - ster: (B)(4), cortic.bone screw d.5 l.28 mm (product code: 8432.15.028, lot: 2403889 - ster: (B)(4), smr uncement. Glenoid #small-r (product code: 1375.20.005 , lot: 2308818 - ster: (B)(4). Event occurred in canada.

Manufacturer narrative:
The review of the device history records (dhrs) of lot number involved 2304712 did not highlight any pre-existing anomalies. This is the first and only complaint received on lot number 2304712. A final report will be submitted after the investigation is completed.